Event description:
When the device was removed from the patient the distal edge of the stent was confirmed to be flared. The patient's age was unknown, but was a male. The target lesion was the distal left circumflex branch. The indication for the procedure was unknown. The lesion was a de-novo and slightly calcified, but was not tortuous. There was a 90% stenosis. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. When cypher (2.75/23mm: complaint product) was being delivered to the target lesion, the physician felt friction, so the cypher was retrieved from the patient. The stent delivery system never reached the lesion. The cypher was checked outside the patient and the distal edge of the stent was confirmed to be flared. To finish the procedure, a new cypher (3.0/23mm) was implanted at the target lesion. The procedure was finished successfully. There was no patient injury reported.

Manufacturer narrative:
Additional information was received rom the affiliate stating that the correct event date was (B)(6) 2010 not (B)(6) 2010 as originally reported. The date has been updated.

Manufacturer narrative:
Concomitant devices: inflation device: medtronic's gw: runthrough ns, gc: brite tip 6f jl4.0, bc: hiryu 2.5/20mm, sheath: terumo's, stent: select+ 3.0/23mm. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from an affiliate indicated that tracking difficulty was encountered while attempting to deliver a coronary artery stent and when the device was removed from the patient the distal edge of the stent was found to be flared. The target lesion was the distal left circumflex branch. The lesion was a de-novo and slightly calcified, but was not tortuous. There was a 90% stenosis. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. When cypher (2.75/23mm: complaint product) was being delivered to the target lesion, the physician felt friction, so the cypher was retrieved from the patient. The stent delivery system never reached the lesion. The cypher was checked outside the patient and the distal edge of the stent was confirmed to be flared. To finish the procedure, a new cypher (3.0/23mm) was implanted at the target lesion. The procedure was finished successfully without report of patient injury. One non sterile cypher select + 2.75mm x 23mm was received coiled inside a plastic bag. Kinks were observed along the shaft. The stent was crimped and mounted between marker bands; the struts of the distal area were uplifted. Crossing profile was measured for middle and proximal sections of the stent and was found within specification. The distal area was not measure since it was damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of strut uplift was confirmed through failure analysis. Review of the information provided suggests that the vessel/lesion characteristics may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed.